Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0hz1n, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 3387s-40, lot# va0hz1n, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0hz1n, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID 3387s-40, lot# va0hz1n, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that there was skin erosion, the deep brain stimulator lead through the skin. The lead had eroded through the scalp. An explant was planned for (B)(6) 2014. The erosion was at the lead extension connection location. Additional information received reported the patient¿s parkinson¿s symptom relief was greater than 50% with the implanted device. The cause of the event was believed to be an infection resulting from the surgical procedure. It was noted that it was an asleep surgery and the clearpoint system had been used which had extended the length of time the patient was on the table. The surgeon did not believe it was device related. An explant of everything was performed on (B)(6) 2014. Patient was recovering from surgery. Additional information received reported explants were discarded.